Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed ventricular undersensing due to blanking post atrial pace, resulting in inappropriate ventricular pacing. The patient also appeared to be in a junctional rhythm. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.